Manufacturer narrative:
A verathon sales representative went to the customer's site to evaluate their glidescope system. The customer did not provide the sales representative with their spectrum smart cable for evaluation, but provided the representative with the glidescope spectrum lopro s4 blade that was used during their event. The sales representative forwarded the provided blade to verathon for further evaluation. At this time, the device has not been returned for evaluation. Should the device be returned or additional information is received, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information.

Event description:
The customer reported that during a patient procedure, using a glidescope su lopro s4 blade, the image would disappear intermittently. No use of a backup device, harm to the patient, or harm to the user was reported.